Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, the device was unable to fire. When the surgeon used the device and clamped it, they tried to squeeze the handle of the device for firing its staples and transecting the spot. After the green button was pressed, the surgeon was able to squeeze the handle but the device¿s cartridge staple and knife did not fire. When the trigger was pulled, the surgeon heard something broken. No patient injury.